Event description:
Hcp reported patient experienced fever chills, occasional nausea and abdominal cramping pain. Patient also experienced incisional drainage. Hcp reported patient infection and removal of implant. The patient recovered without sequela. The device was explanted but not returned to the manufacturer for analysis.